Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received via manufacturer representative that the user facility swedish cherry hill got the results back and they were negative. The additional devices in the trays that went through the wash but there is no allegation against them therefore they do not meet the definition of a complaint.

Manufacturer narrative:
B5: list of sets that were exposed to creutzfeldt-jakob disease (cjd) are modulex midline mazor set, qty: (B)(4) modulex set one instrument, qty: (B)(4) modulex set (B)(4) instrument anterior cervical set ¿ anatomic peek trials mazor bone mount set d4: product identifiers are unknown e: first name and last name of initial reporter is unknown g3: 510k(#) is unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from user facility (uf) via manufacturer representative regarding products used for spinal therapy. It was reported that there were different sets exposed to creutzfeldt-jakob disease (cjd) during a wash cycle at user facility. Some or all of these sets were used in a case at this user facility following the exposure. All these exposed sets are currently contained and quarantined at user facility. The patient who was exposed initially tested negative, but a subsequent test suggested a false positive. No further complications were reported.

Manufacturer narrative:
Correction: b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from user facility that the results of the patient testing for cjd are negative.